Manufacturer narrative:
(B)(4).

Event description:
Health professional reported that after dermal filler injection in an unspecified area with an unspecified amount of an unspecified type of juvederm that a pt experienced what "looked a lot like a lidocaine allergy." No further information regarding any treatment of symptoms has been provided and the physician reporter has declined further follow up, and declined to provide personal identification. Allergan's approach to compliance is to resolve all doubt in favor of reporting.